Event description:
Consumer reported complaint for the trueplus pen needles. Nurse is calling on behalf of the customer. Nurse inquired if the 32g pen needles were made from nickel as customer had a negative reaction while using; nurse stated that per the customer, there was itchiness and raised nodules. Nurse stated that the customer did not have to seek any medical intervention. Nurse was advised that the pen needles are made from stainless steel and not made out of nickel. Customer was not experiencing the raised nodules and itchiness at the time of the call. Nurse does not have lot number from the box but has reached out to the customer. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer claiming negative reaction due to pen needle use. Pen needles were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.